Manufacturer narrative:
Concomitant: product ID 37601, serial# (B)(4), implanted: 2014-(B)(6), product type implantable neurostim ulator, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension, product ID 3387s-40, lot# va0mwrz, implanted: 2014-(B)(6), product type lead. (B)(4)

Event description:
Additional information was received from a patient implanted with the neurostimulator for parkinson's dual and movement disorders. It was reported that the dbs settings are not working and the patient did not have a therapeutic effect since implantation. It was also reported that in (B)(6) 2015, an MRI revealed that the lead placement was not ultimate / correct. The patient also noticed the lead moving up his neck. Troubleshooting by the health care provider (hcp) revealed that electricity is going up the wires but the hcp suspects there might be something else wrong with the lead; an x-ray was ordered to diagnose the trouble with the lead. Additional information has been requested regarding the confirmation of the device identifiers, relationship between the device and patient symptoms, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report#: 3004209178-2014-24238.